Manufacturer narrative:
The ise sodium electrode lot number is bmm91. The chloride electrode lot number is bhh66. The expiration dates were not provided. A field service engineer (fse) determined that there was debris in the valve, as well as a small leak coming from the bottom of the sonic wash station. The fse cleaned out the valve and performed a precision check, which passed. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable chloride electrode and ise sodium electrode results from the cobas pro ise analytical unit. The initial sodium result was 161 mmol/l, and the repeat result was 139.4 mmol/l. The initial chloride result was 120 mmol/l, and the repeat result was 101.7 mmol/l. A new sample was collected, the sodium result was 140 mmol/l and the chloride result was 102 mmol/l. The repeat result for sodium of 140 mmol/l was considered to be correct. The questionable results were repeated because the doctor questioned them.